Manufacturer narrative:
The device was not returned for evaluation, as it was discarded per follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
There may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the valve was prophylactically removed to repair the atrial/mitral curtain. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Unplanned surgical/percutaneous intervention could be indicated or performed as a result of cardiac valve replacement. In this case, an unplanned mitral valve replacement procedure was needed after the reconstruction of the aortic/mitral curtain. The device was not returned for evaluation, as it is unavailable for return per follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via medical records that a 27mm aortic valve was explanted at implant along with all 17 pledgets placed previously during a re-do avr procedure. A 29mm aortic valve and a non-edwards mitral valve were implanted. On pod #7 a ppm was implanted. Patient was discharged home in stable condition on pod #8.